Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that during a normal follow up at the device clinic, the longevity of this device had changed significantly. Six months ago, the longevity was five years and was now at two years. There had been no out of range measurement. Pacing thresholds are 1.2-1.3 volts associated with pacing impedance of 450 ohms. This single chamber pacemaker has paced 98 percent of the time. No electrogram noise has been identified and the patient has had no reported issue. The device appears to show a sudden drop in longevity in a short period of time. Stored data analysis determined that this device was prematurely depleting in a manner consistent with degradation of an internal hardware component. The power has increased steadily over the past few months. It was recommended that the device should be explanted and returned for laboratory testing. The data indicated with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days. The patient was presented back to the electrophysiology laboratory on september 25, 2018. The device was explanted and replaced without incident.

Event description:
It was reported that during a normal follow up at the device clinic, the longevity of this device had changed significantly. Six months ago, the longevity was five years and was now at two years. There had been no out of range measurement. Pacing thresholds are 1.2-1.3 volts associated with pacing impedance of 450 ohms. This single chamber pacemaker has paced 98 percent of the time. No electrogram noise has been identified and the patient has had no reported issue. The device appears to show a sudden drop in longevity in a short period of time. Stored data analysis determined that this device was prematurely depleting in a manner consistent with degradation of an internal hardware component. The power has increased steadily over the past few months. It was recommended that the device should be explanted and returned for laboratory testing. The data indicated with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days. The patient was presented back to the electrophysiology laboratory on (B)(6) 2018. The device was explanted and replaced without incident.